Event description:
Spontaneous call: patient calling back stating the pump is getting high pressure alarm again. At this point it might be the premixed cassette, she tried another cassette and same issue. Advised patient to use her emergency kit mix. Reviewed dose guide with patient for the mix and walked patient through mix. Her pump is running fine now using the emergency mill kit. Did the reported product fault occur while in use with patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.